Event description:
It was reported that during a treatment stenting procedure of a lesion in the right coronary artery, the stent came off the delivery balloon. The physician had unsuccessfully attempted to direct stent and upon removing the delivery device system, the stent came off the delivery balloon. The pt was sent for surgical cutdown for removal of the stent from the radial artery. The pt appeared to have no negative effects from this event.